Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump and supply line were microscopically examined and it was observed that there was a kink in the catheter approximately 55cm from the tip of the catheter. Functional testing was performed by placing the device in the console. It was observed that fluid was leaking from the kink. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a leak from a pinhole in the catheter. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb deep vein. The device was successfully prepared and introduced into the patient. After around 5 seconds of aspiration, the physician observed blood leaking. This occurred from a pinhole which was at 90 cm. The physician stopped the procedure immediately. The procedure was not completed due to this event. The patient was treated with conservative methods of anticoagulation therapy. The patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that there was a leak from a pinhole in the catheter. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb deep vein. The device was successfully prepared and introduced into the patient. After around 5 seconds of aspiration, the physician observed blood leaking. This occurred from a pinhole which was at 90 cm. The physician stopped the procedure immediately. The procedure was not completed due to this event. The patient was treated with conservative methods of anticoagulation therapy. The patient was stable.